Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the connector would not insert into the ilet device, and inspection showed the connector needle was bent; the user replaced the connector on the infusion set with a new, undamaged connector, confirmed the cartridge was not damaged, and insulin delivery was resumed, indicating an issue involving the connector/coupler component and a potential manufacturing, packaging, or shipping problem. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed indicators consistent with a manufacturing process problem affecting the connector/coupler that led to the bent needle and initial connection difficulty. It was concluded, based on previously established findings for similar reports, that the cause was traced to manufacturing.